Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) minicaps that had connection issues. It was stated that the could not connect tightly to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.